Event description:
On (B)(6) 2013 clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2013 indicate that the patient had a flurry of seizures two days prior and was seen in the ER. Upon the physician¿s recommendation, the dose of keppra was increased to 1500mg bid and she had no further seizures. The patient stated that she feels that the heat and humidity may have triggered the spells. The patient denied any problems with the vns. The patient had been having about 1 or 2 seizures a month which she described as ¿light¿. The patient¿s settings were noted to be output=2.25ma/ frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min. Diagnostics were also performed which showed output=ok/lead impedance=ok/neos=no. The physician reprogrammed the patient to an output current of 2.5ma, an on time of 21sec and an off time of 1.1min. The patient was noted to have tolerated these changes well. The physician indicated that the recent exacerbation of her seizures was possibly triggered by the heat and humidity but he suspects also that the vns is near the end of its battery life. A battery life calculation was performed which showed 0.31 years remaining until eri=yes. Additional information was requested from the physician¿s office but no further information has been received to date. Although surgery is likely, it has not occurred to date.

Event description:
It was confirmed that surgery took place on (B)(6) 2013. The patient's explanted device was returned and product analysis was performed. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.